Event description:
Olympus medical systems corp (omsc) was informed that during a colonoscopy polypectomy using the subject device, the user could not withdraw the subject device from the patient since the distal end of the snare wire adhered to the plastic portion of a clip. The physician reportedly decided to leave the snare wire of the subject device in the patient and wait it's natural excretion. It was reported that the facility completed the procedure after they cut the snare wire of the subject device. The patient was reportedly discharged from the hospital same day.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional information regarding this report. The user reported that they failed to confirm the clip behind the polyp when they positioned the snare around the polyp. It was reported that the snare wire was excreted from the patient 6 days after the procedure and there was no injury. The subject device referenced in this report was not returned to omsc for evaluation. However, there were no abnormalities related to the phenomenon in it's product record. This report is being submitted as a medical device report in an abundance of caution.